Event description:
It was reported via repair work order that the siderail will not latch due to broken latch spindle and toprail. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the siderail will not latch due to broken latch spindle and toprail. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was found that the patient left side rail was not latching up due to a broken spindle spacer and broken top rail at spindle mount flange. Exposed sharp edges were reported.